Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/02/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: a cs-064 call service alarm, followed by multiple eaw 128-fxxx alarms, was observed in the black box data from the alert date; the reported event was confirmed. Upon attempting the first rewind step, the pump emitted a cs-078 call service alarm. The reported event could not be adequately investigated due to the presence of the cs-078 call service alarm, and thus no conclusions could be determined in this regard. The pump failed a leak test due to a display lens leak. The pump case was removed, and corrosion was observed on the display screen, printed circuit board, and motor flex/connector; the relation of this device failure to the reported event could not be determined, as the reported event was not duplicated. Unrelated to the reported event, the display screen was found to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a cs 064 call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.